Event description:
It was reported there was intermittent coagulation. It was tracked to this generator after trying different blades and generators.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit functioned normally into fixed resistors into a single-foil pad, but stopped unexpectedly when delivering coag into a split-foil pad. A (B)(4) software error was confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.